Event description:
Surgeon believes patient must have had a fall about 3 months post-op, disrupting the medial collateral construct and compounded by extreme bmi. Patient began having intermittent pain at this point, which has persisted. Surgeon elected to revise tibia to improve slight varus angle of primary and to offset the excessive weight into a stem and sleeve construct.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event; however, provided information stated patient trauma (fall) and the patient large physical stature were contributing factors. Based on the inability to identify product error as a contributing factor or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.